Event description:
Clinic notes dated (B)(6) 2013 were received which indicated that the patient has vocal cord paralysis and dysphagia. The patient had hoarseness secondary to vocal cord injury per the clinic notes. The patient was referred for evaluation of the vocal cord. Attempts for additional information were made but no further information was received from the physician.

Manufacturer narrative:
Age at time of event; corrected data: additional information indicates that the event occurred prior to vns. The corresponding patient¿s age has been updated. Date of event; corrected data: additional information indicates that the event occurred prior to vns.

Event description:
Additional information was received from the neurologist stating that the patient¿s vocal cord paralysis and dysphagia were not related to vns and did not occur with stimulation. The patient¿s vocal cord paralysis and dysphagia was related to a pre-existing traumatic brain injury. The patient was evaluated by an ent physician and received injections. No programming changes, medication changes, or other external factors preceded the onset of the vocal cord paralysis and dysphagia.